Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00067 (mcghan medical corp #1026777). This second MDR is being submiited for the second suspect product, also a devcie manufactured by mcghan medical corp. This separate distinct number is provided per the FDA's request for traceability purposes. A pt was skin tested in the right forearm with 16 march 2000 with negative results. The pt was treated in the nasolabial folds with one formulation of collagen layered with a second formulation of collagen. It was the initial use for both syringes and the "adg" needle in both cases. The treatment was uneventful and both pt and injector were pleased with the results. Three weeks after the treatment the pt began to have swelling and itchking bilaterally at the treatment sites. Pt was seen in the office 15 may 2000 and the "puffiness" was palpable at the lower end of the nasolabial folds near the oral commisures. The pt denies erythema, induration, or bruising. The physician prescribed topicort, topical lotion and oral reactine.